Event description:
It was reported by service center that the unit was sent to them for repair because of a mechanical defect. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 05/05/2009. Eval summary: the unit was rec'd at the international service center. Based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Part replaced that was not related to the customer complaint was the physically damaged upper case. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.